Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. A 2.5x20mm taxus express2 drug eluting stent (des) had been selected to treat an unspecified lesion. While advancing the device, the physician felt "dragging". The device was removed and a stent strut appeared "bent". The procedure was completed with another 2.5x20mm taxus express2 des. There were no pt complications reported with the patient's current condition listed as "fine".